Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin pen needle was broken. Furthermore it was reported that the needle was "removed in surgery". No further medical intervention was reported.

Event description:
It was reported that bd insulin pen needle was broken. Furthermore it was reported that the needle was "removed in surgery". No further medical intervention was reported.

Manufacturer narrative:
No samples/photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause is undetermined since no samples or photos were returned. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.